Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that there was an alert received with this pacemaker due to a high pacing lead impedance measurement greater than 2,000 ohms with another manufacturer's right ventricular (rv) lead. As a result, the lead safety switch (lss) had also been triggered. A review of the most recent lead measurements indicated the rv and right atrial (ra) lead measurements were normal. The patient was in atrial fibrillation (af) and had numerous atrial tachy response (atr) episodes. No adverse patient effects were reported.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. A review of the most recent lead measurements indicated the rv and right atrial (ra) lead measurements were normal. The patient was in atrial fibrillation (af) and had numerous atrial tachy response (atr) episodes. Additional information received indicates that the rv lead exhibited high capture thresholds along with loss of capture. Reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that following the trigger of the lead safety switch (lss), the device remained in unipolar pacing. Thresholds were appropriate and there was no muscle stimulation noted, so the physician planned to keep the lead in unipolar configuration. No imaging of the lead has been performed. The patient planned to be seen in four months instead of a yearly device check. No adverse patient effects were reported.